Manufacturer narrative:
A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there was one other complaint for the reported issues. Two opened probe samples were returned for evaluation. Sample #1: the returned sample #1 was visually inspected and deemed conforming. Actuation testing was performed and deemed nonconforming. The probe would not actuate. Aspiration testing was performed and deemed conforming. Cut testing was performed and deemed nonconforming. The probe would not cut. The probe was disassembled and the components inspected. There is approximately 20 minutes of usage wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter pulled out of coupling. Slight resistance felt when removing the inner cutter from the needle. Gouge marks at the bend area and the cutting edge of the inner cutter. Sample #2: the returned sample #2 was visually inspected and deemed conforming. Actuation testing was performed and deemed conforming. Aspiration testing was performed and deemed conforming. Cut testing was performed and deemed conforming. The complaint evaluation does not confirm the probe sample #2 had a cut issue. The probe met specification for functional testing. The complaint evaluation does confirm the probe sample #1 had a quality issue that resulted in the probe not being able to function properly. The root cause for the poor probe performance of sample #1 was due to the separation of components within the probe. It appears that after 20 minutes of surgical use, the adhesive bond failed causing the inner cutter to detach from the coupling. An investigation has been completed and actions have been implemented to lower the frequency of probe complaints for detachments of the inner cutter from the coupling. Probes continued to be 100% inspected for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the vitrectomy probe did not cut at the beginning of the vitrectomy procedure. Aspiration was present. The procedure was completed without patient harm. Additional information has been requested but not received.